Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited low pacing impedance. Inadequate fixation was noted. While attempting to retrieve the device, the helix was sprung. The device was not used and a transvenous pacemaker was implanted. There were no patient consequences.